Event description:
The asymptomatic patient presented in the clinic for a follow-up in back-up mode. Two attempts to perform a download failed. The pulse generator had not reached elective replacement indicator (eri).

Manufacturer narrative:
No medwatch form was received.